Manufacturer narrative:
Device used for treatment not diagnosis. Date of event: shin, j., oh, s., cho., o. (2014) surgical outcome of a zero-profile device comparing with stand-alone cage and anterior cervical plate with iliac bone graft in the anterior cervical discectomy and fusion, korean j spine, 3: 169-77. This report is for an unknown spine (zero-profile device)/unknown quantity/unknown lot. UDI: unknown part number: UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: shin, j., oh, s., cho., o. (2014) surgical outcome of a zero-profile device comparing with stand-alone cage and anterior cervical plate with iliac bone graft in the anterior cervical discectomy and fusion, korean j spine, 3: 169-177. Country of article: korea. This was a retrospective study of 60 patients with cervical disc disease who were treated with a single level anterior cervical discectomy and fusion (acdf) from january 2008 to june 2013. Patients were divided into 3 treatment groups; zero-profile (synthes (B)(4)) devices in group a (n=20), stand-alone peek cages (unknown manufacturer) in group b (n=20) and cervical anterior plates (unknown manufacturer) with autologous iliac bone grafts in group c (n=20). The purpose of the study was to evaluate the radiological changes as well as clinical outcomes in the application of zero-profile devices compared with stand-alone cages and anterior cervical plates with iliac bone grafts for the cervical disease. Only the complications for patients in group a will be included in this complaint. Complication: group a (zero-profile device); subsidence (n=10). This report is 1 of 2 for (B)(4). This report is for unknown spine (zero-profile device), unknown quantity and unknown lot number.